Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Patient demographics: height: (B)(6), bmi: (B)(6), race: caucasian. It was reported that on (B)(6) 2008 the patient presented with ( post-laminectomy syndrome, cervical.( herniated nucleus pulposus cs-6 underwent the following procedure: ( anterior cervical discectomy and fusion c5-6. ( vg-ii structural allogralt times one. ( anterior cervical plate fixation c5, c6 with synthes vectra plate. On (B)(6) 2008 the patient presented with spondylolisthesis underwent bil l4 selective nerve root block. On (B)(6) 2008 the patient admitted to medical center to undergo an l4-5 360-degree anterior lumbar interbody fusion with posterior fusion. The patient had severe, incapacitating back and leg pain, with a known spondylolisthesis at ia-5, with severe foraminal stenosis, kyphosis, and listhesis at approximately grade 2. On (B)(6) 2008 the patient underwent the following procedure. Anterior lumbar interbody fusion l4-5. Anterior lumbar plate fixation l4, 15 with synthes fin-fix plate, rhbmp-2. Findings: the patient had a low-riding 14-5 segment, almost directly behind the bifurcation making access difficult. Bone quality was good. Small repair had to be made to a segmental coming off the left iliac vein without consequence. An interbody device was able to be placed with anterior fixation which restored disc space height and almost complete reduction of the slip. There was no force in the reduction that occurred on decompression of the disc and restoration of disc space height. Per op-notes: the end plates were prepared; gelfoam was placed over the area of the disc space. Infused bone graft had been placed within this fin-fix device. The screws in the fin-fix plate were tightly locked in place. On (B)(6) 2008 the patient underwent l4-5 posterolateral fusion, segmental spinal instrumentation synthes pangea type l4-l5. Findings: posterior fixation was utilized in the isthmic spondylolisthesis in a smoker. Wiltse approach was utilized. Per op notes: utilizing c-arm imaging and anatomic landmark, holes were made with a t-handled awl, palpated with a ball-tipped probe, tapped, re- palpated, and 6 x 40-mm screws placed in the pedicles of l4 and ls. Excellent fixation was afforded. The intertransverse fusion facet was decorticated and grafted. Local bone from the loose foramina as well as remnant of the infuse bone graft was utilized. The procedure was first done on the patient's left and then on the patient's right. Ap and lateral images verified position of the instrumentation. On (B)(6) 2008 the patient underwent anterior approach exposure for anterior approach spinal surgery to the l4-l5 disc space to treat degenerative joint disease of the spine. Per op notes: successful discectomy and placement of a spinal fixation was performed. On (B)(6) 2008 the patient presented for follow up of his circumferential fusion for spondylolisthesis. X-rays demonstrated appropriate fixation and alignment. On (B)(6) 2009 the patient presented with pain in his thoracic region and thoracolumbar region. On (B)(6) 2009 the patient presented for follow up. Two-view radiographs of his lumbar spine, which showed his instrumentation to be intact. On (B)(6) 2009 the patient presented for follow up. The patient was having left-sided lower back and buttock pain, worse on the left than the right but present on both sides of his lower back. On (B)(6) 2009 the patient presented for follow up after his facet blocks. The patient was having buttock pain especially on the right side. On (B)(6) 2009 the patient presented for follow up of his MRI. The patient stated his back pain is quite persistent. MRI demonstrated a pars defect at l3-4 as well as fusion at the l4-5 level with pars defect there as well. On (B)(6) 2009 the patient presented for follow up. MRI of the lumbar spine demonstrated multilevel degenerative changes with facet arthropathy. On (B)(6) 2009, the patient underwent l5/s1 facet joint block procedure. On (B)(6) 2009 the patient presented for follow up of his facet injection at the l5-s1 level. The patient had trouble with standing, kneeling and changing positions. Patient reported new numbness and tingling in his toes. On (B)(6) 2009 the patient presented for follow up of his bone scan and lumbar films. Impression: the patient appears to have some pseudoarticulation at the l5 level. On (B)(6) 2010 the patient presented with progressive pain and sitting intolerance in his sacrum. On (B)(6) 2010 the patient presented with bad sacral pain. MRI of his lumbosacral spine revealed a solid fusion and there was no evidence of nerve root compression, instability, or other pathology. On (B)(6) 2010 the patient underwent si joint injection-bilateral procedure. On (B)(6) 2010 the patient presented for follow up after his si joint block. On (B)(6) 2010 the patient presented for follow up. The patient was having buttock pain. On (B)(6) 2010 the patient underwent si joint injection-bilateral procedure. On (B)(6) 2010 the patient presented with increased pain in the right low back with pressure. The patient had some tingling in his left toes. On (B)(6) 2010 the patient presented for follow up of his low back pain with right buttock and posterior leg pain. On (B)(6) 2010 the patient presented for office visit. Impression: given the type of work that the patient performs his pain could either be coming from some mild degenerative changes or simply inflammation in the joint, but the possibility of a degenerative meniscus tear because of all the crawling he has done is a possibility as well. On (B)(6) 2011 the patient presented for follow up for his chronic low back pain. Patient complained of some neck pain and numbness in left arm. On (B)(6) 2011 the patient presented for follow up for his chronic low back pain. Patient reported balance issues and hand dysfunction. He also reported feet numbness, chronic back pain with right buttock and posterior leg pain. On (B)(6) 2011 the patient underwent si joint injection bilateral procedure. On (B)(6) 2011 the patient presented with severe neck pain. Cat scan demonstrated a solid c5-c6 fusion. Patient was having a low cervical radiculopathy in approximately the c8 distribution. On (B)(6) 2011 the patient presented for office visit. Emg demonstrated a definitive ulnar neuropathy at the right elbow with anastomosis. There was some concern about cervical pathology. MRI indicated no focal cervical stenosis or other pathology to explain radicular arm pain. On (B)(6) 2011 the patient presented with foot numbness. The patient had back and neck pain too. On (B)(6) 2011 the patient underwent si joint injection bilateral procedure. On (B)(6) 2011 the patient was presented for office visit. The patient indicated neck pain, low back pain, and right knee pain. On (B)(6) 2011 the patient presented for office visit due to back pain. On (B)(6) 2011 the patient presented for office visit due to back pain. On (B)(6) 2011 the patient was injected caudal epidural injection for pain relief. On (B)(6) 2011 the patient presented for follow up of chronic cervical, thoracic and lumbar. The patient stated that his back hurt very badly due to car accident 3 week ago. The patient was complaining of increased mid and low back pain since the mva he continues with his chronic neck and back pain which was constant, achy, sharp, pulsing, and burning. Sitting, bending, and activity increase his pain. On (B)(6) 2012 the patient presented for an office visit. Hpi comments: meds helped with pain control and quality of life. No new medical problems were reported. On (B)(6) 2012 the patient underwent emg procedure. On (B)(6) 2012 the patient presented for an office visit due to low back pain, mid back pain and neck pain. The thoracic spine x-rays indicated some mild changes that likely represents degenerative disc disease. The emg study indicated chronic bilateral ls radiculopathy. On (B)(6) 2012 the patient presented for an office visit due to low back pain, leg pain. On (B)(6) 2012 the patient was injected caudal epidural injection for pain relief. On (B)(6) 2012 the patient presented for an office visit due to back pain. On (B)(6) 2012 the patient presented for an office visit due to chronic pain. On (B)(6) 2012 the patient presented for an office visit due to back pain and sacrum pain. On (B)(6) 2012 the patient presented for an office visit due to neck pain, back pain and knee pain. On (B)(6) 2012 the patient presented for an office visit due to back pain, neck pain, and shoulder pain. On (B)(6) 2012 the patient presented for an office visit due to low back pain. Patient`s urine screen was positive for marijuana and opioid pain medication that was not prescribed by this clinic. On (B)(6) 2012 the patient presented with pain and weakness in his right knee. Patient described the pain was constant and extremely severe and it was a sharp, stabbing throbbing, aching pain. Impression: knee pain.